Manufacturer narrative:
E1 full name (initial reporter establishment name): (B)(6) hospital. E1 full name (address 1): (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had cleaning brush head remains stuck in the forceps channel. There were no reports of patient involvement.